Manufacturer narrative:
The harmonic ace instrument has not been received for failure analysis evaluation. A review of the provided image was performed, and the curved blade looked bent.

Event description:
It was reported that during a da vinci-assisted surgical pancreatoduodenectomy procedure, the front end of the harmonic ace instrument was fractured. It was confirmed that the fractured part had been completely removed, and no fragment remained in the patient. The procedure was completed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace curved shears instrument was analyzed and found to have a cracked blade. There was no material found missing. Per log review, a harmonic ace matching the provided lot number was not installed/used on reported event date.

Event description:
Refer to h11 for follow-up information.